Event description:
Ra lead was capped and abandoned on (B)(6) 2017 due to a fractured conductor. This issue was confirmed both with non invasive device testing as well with cardiac fluoroscopy during which a fracture was noted.